Event description:
It was reported that during routine troubleshooting it was determined to have loose acoustic mount. No case involvement. No pt consequence occurred.

Manufacturer narrative:
H3. Two hp054 handpieces were returned. The hp054 hand piece a was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in this instrument. The hp054 hand piece b was returned in good physical condition. The hand piece was found to function properly. The hand piece was fully functional conforming to design specifications. H6. Torn isolator and moisture ingress.